Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with extraneal viaflex, physioneal 40 unknown bag and physioneal 40 clear-flex therapies for peritoneal dialysis (pd). It was not reported whether extraneal or physioneal therapies were ongoing. On an unreported date, the patient experienced peritonitis. It was not reported if the patient had been hospitalized for the event of peritonitis. It was not reported if the patient had received any remedial treatment. The outcome was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.